Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot# v805902, implanted: (B)(6) 2011, product type lead; product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3389s-40, lot# v805902, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported that the patient was unable to adjust stimulation. The reporter stated that the display showed a ¿call your doctor¿ icon and a power on reset (por) condition. The patient noticed the por on the day of the report while in the field hoeing his potato field. The reporter was not aware of any treatments or procedures that could have caused it. The patient was ¿feeling funny¿ on the day of the report and also had shortness of breath, trouble talking, and slurred speech. The reporter stated that the patient did not typically experience these symptoms if the implant was off. Later that day the reporter cleared the por and turned the implant back on. The reporter noted that the patient was working with a small tilling machine that had a motor, but nothing of industrial grade power. The reporter was going to meet the patient the day after the report. Three days later it was reported that no error was recorded. The reporter was not sure what or when the por occurred. The patient did not continue to experience symptoms. The patient had been doing some heavy gardening and the reporter was not sure if the por was the cause of his shortness of breath. The patient did not go seek medical attention or go to the emergency room (ER). No interventions were taken or planned, just normal follow up. The patient was receiving effective therapy and doing well.